Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.